Event description:
It was report that a patient presented via a merlin.net transmission that non-sustained lead noise was observed. Reviewed of the stored egm showed that the non-sustained lead noise alert was triggered by a latency between near field and far field channels. Programming changes were recommended. The patient is in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.